Event description:
It was reported that when handheld screen freezes after the battery goes dead and is recharged. The issue is resolved with a software reset. No further issues occur following the reset.